Event description:
On 05/25/2025, it was reported by an arthrex employee via (B)(4) that an ar-1250ls drill tip guide became entangled in the drill sleeve. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection of the drill tip guide pin, 2.4 mm x 311 mm, sterile, t10 hexalobe, noted that the shaft has abrasion marks around it, and the flutes were chipped. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone preparation; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.